Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitor on the 9800 system was dark. No pt injury was reported.